Event description:
A dentist alleges that a dental bur and chuck came out of the handpiece two times. The second time they were swallowed by the pt. An x-ray showed the bur and chuck in the pt's stomach. The pt's physician said there should be no complications and they should pass.